Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The manufacturer received a "retrospective post-market clinical data collection protocol for stryker systems ¿ axsos 3 titanium compression plates" that contains collected data on the usage and the outcomes of axsos 3 titanium compression plates. The report details analysis provided for revision procedures performed between (B)(6)2021 and (B)(6)2024. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: longitudinal humeral fracture